Event description:
The user facility reported that during preparation for a procedure they found a leak on the port of the (B)(4) capiox device. Follow up communication with the user facility reported the following information: this event occurred during pre-treatment; and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Results/conclusions are based upon evaluation of the video and information provided by the user facility; are based upon evaluation of reserve sample. The actual device was not returned to the manufacturing facility for evaluation, but a video was provided by the user facility. Therefore, the investigation was limited to assessment of user facility information, retention sample evaluation, and the video provided. It was found that the actual sample had intermittent leaks at the joint between the reservoir outlet port and the port adapter. Visual inspection of the retain sample did not find any anomalies. Closer visual inspection of the reservoir outlet port did not find any anomaly such as a break on it. The adaptor included in the package was inspected and confirmed to be intact. Dimensional inspection of the reservoir outlet port confirmed it was within the manufacturing specifications. The adapter was attached to the reservoir outlet port and they were tightened with each other firmly. Then the reservoir was filled with saline solution to the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between the outlet port and the adapter. A review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed that there was no indication of production-related problems or discrepancy in the inspection and test results. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the adapter was not attached to the reservoir outlet port securely. Consequently a gap was generated between the two components, resulting in the reported leak. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "regularly check all tubing connections and ports for looseness or leakages". All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Device not returned.